Event description:
The patient had a biomet e-poly polyethylene with an augmentation posteriorly, 1.5 cm segment approximately at the 10:30 position had fractured off and the inferior portion of the augment was cracked and deformed. There had been some metal transfer from the biomet mallory head acetabular component on the delta ceramic head. There was no evidence of infection. Frozen section showed no evidence of acute inflammation.